Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes reservoir feels loose or not secure and piece of plastic was breaking off reservoirs when she takes it out of the pump. The customer stated that insulin pump had grinding noises during rewind, diminished battery life and scratches on screen but nothing that effects readability. No harm requiring medical intervention was reported. The device will not returned for analysis.